Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly at 40% battery life. Shortly after it shut off, the pump was plugged into a power source and was able to be turned on. There was no impact to the customer's blood glucose level.